Manufacturer narrative:
The lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The 867 sic were observed in the 19 hours prior. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was steady at 375 ohms through (B)(6) 2015 and rose out of range starting (B)(6) 2015. A lead failure predictor triggered on (B)(6) 2015 for sic and non-sustained tachycardia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and non-sustained tachycardia (nst). Noise was reproducible with pocket manipulations in the bipolar rv tip to rv coil sensing polarity.the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.